Event description:
It wsa reported that during a posterior fusion procedure performed on (B)(6) 2015, the polyaxial screwdriver locking (00-9002) was attached to the small bone power drill and used to insert a 6.5mm x 45mm s-lok polyaxial screw. When the screw was almost fully seated, a popping sound was heard, and it was identified that the driver tip had fractured inside the pedicle screw. The same driver was used to remove the screw and another driver was readily available to insert the replacement screw. A delay of 5 minutes was reported.

Manufacturer narrative:
The location and shape of the fracture indicates a rotating bending load in excess of its design capabilities and the tip fractured as a result of the overload. The engineer's findings indicated that per the complaint description, the driver was "attached to the small bone power drill." It should be noted that this screwdriver is not designed for, or rated for, use with power drills. Review of manufacturing history records found a total of (B)(4) pieces of this lot were received from the supplier, precision medical of ms, and released for distribution on 8/7/2012 with no deviation or anomalies. A three-year complaint history review found (B)(4) previous report of tip fracture for this lot. No trend of tip fracture for this part number was identified. As root cause of the reported tip fracture is attributed to torsional overload due to the use of a power drill and this instrument is not intended for use with power. The need for corrective action was not indicated.